Manufacturer narrative:
The field service representative (fsr) performed extensive troubleshooting. During this troubleshooting service discovered the trigger and flush valves were leaking. The valve, bypass, 2 way (rohs)_part number 7-200607-01 and the valve, manifold kit (rohs)_part number 7-77612-03 were replaced, which resolved the issue. A review of service history for the architect i1000sr serial number (B)(6) revealed no subsequent issues have been reported related to erratic discrepant results, nor did it identify any contributing factors to the current complaint. A review of tracking and trending for the replaced parts did not identify any trends. Review of tracking and trending for the alinity I/architect ia did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the valve, bypass, 2 way (rohs)_part number 7-200607-01 or the valve, manifold kit (rohs)_part number 7-77612-03 or the architect i1000sr serial number (B)(6) was identified.

Manufacturer narrative:
Multiple sids are involved; no patient demographic information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer questioned results generated with the architect i1000sr processing module, citing that the results did not match with patient history. The following results were provided: sid (B)(6) hbsagq2 (B)(6), sid (B)(6) toxo igm (B)(6), sid (B)(6) hiv ag/ab (B)(6), sid (B)(6)hbsagq2 (B)(6), sid (B)(6)anti-hbc ii (B)(6), sid (B)(6) toxo igg (B)(6), sid (B)(6) anti-hbc ii (B)(6), sid (B)(6) hbsagq2 (B)(6), sid (B)(6) anti-hbc ii(B)(6), sid (B)(6) hbsagq2 (B)(6), sid(B)(6) anti-hbc ii (B)(6), sid (B)(6) hbsagq2 (B)(6), sid (B)(6) hbsagq2 (B)(6), sid (B)(6) anti-hcvll(B)(6), sid (B)(6) anti-hbcll (B)(6), sid (B)(6) hbsagq2 (B)(6), sid(B)(6) anti-hcv ii (B)(6), sid (B)(6) anti-hbcll (B)(6), sid (B)(6) anti-hbs (B)(6), sid (B)(6) hbsagq2 (B)(6), sid (B)(6) anti-hcv ii (B)(6), sid (B)(6) anti-hbcll (B)(6), sid (B)(6) anti-hbs (B)(6), sid (B)(6) hbsagq2 (B)(6), sid (B)(6) anti-hcv ii (B)(6), sid (B)(6) anti-hbcll (B)(6), sid (B)(6)hbsagq2 (B)(6), sid (B)(6) anti-hbcll (B)(6), and sid (B)(6) anti-hbs (B)(6). No impact to patient management was reported.